Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level of 586 mg/dl. Customer tried to treat for the blood glucose with the insulin pump but the insulin pump wouldn¿t let her because of the active insulin. The product was returned for analysis.